Event description:
The parents reported hearing loss with the device in mid of (B)(6) 2025. The user was reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. The received in situ measurements show a poor coupling around the time when hearing was gone. This is likely due to a swelling at the implant site, caused by a potential trauma. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported hearing loss with the device in mid of (B)(6) 2025. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.